Event description:
It was reported that the patient presented for initial implant. During procedure, the physician broke the tip of the wrench inside of the pacemaker header. Multiple attempts were made to remove the broken portion but were unsuccessful. The pacemaker was removed and replaced. The implant procedure was then successful with no adverse consequences to the patient.

Manufacturer narrative:
Final analysis found composition of epoxy contamination, which caused the setscrew to be stuck in place and unable to be untightened by the wrenches, and even breaking wrenches in the attempts. A manufacturing anomaly may have occurred that left or caused the epoxy to be in the connector block threads. Actions have been taken to prevent reoccurrence.